Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was turning on the pump after it being in storage mode for over a year. The customer reported that the pump would not charge past 5%. During follow up with tandem technical services the pump was able to be charged up to 65% within the hour using an alternate usb cable and adapter. A replacement usb cable was sent to the customer.